Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage to the device was the facility staff¿s reprocessed with the different procedure from the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluation found a dent in the bending section. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when the uretero-reno videoscope was placed for sterilization process, the device was placed without the cap and it blew up. The technician said they heard it in the sterilizer. The event occurred during reprocessing. There was no patient involvement associated with the event.